Event description:
It was reported that placement of the proglide sutures were attempted in a right common femoral artery using the preclose technique prior to a angioplasty and stenting interventional procedure. Reportedly, when the plunger was removed, no suture was attached. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition confirmed the reported suture retrieval issue. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the posterior cuff miss was determined to be related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.